Manufacturer narrative:
Based on the investigations, following corrections were made to annex codes: annex c was updated to c070603. Annex d was updated to d02. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the long bipolar grasper instrument associated with this complaint and completed investigations. There was no broken conductor cables observed during visual inspection. Additionally, the instrument was found to have a broken grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the long bipolar grasper had a broken black conductor wire. The procedure was completing as planned with no reported injury.